Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 (B)(4) the needle exiting the side of the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an injection therapy procedure performed on (B)(6) 2014. According to the complainant, during preparation the needle inside the packaging was stuck inside the box. Moreover, the needle did not come out after it was flushed with gelofusine and after closer inspection, it was noted that the needle was protruding from the side of the sheath. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an injection therapy procedure performed on (B)(6) 2014. According to the complainant, during preparation the needle inside the packaging was stuck inside the box. Moreover, the needle did not come out after it was flushed with geofusine and after closer inspection, it was noted that the needle was protruding from the side of the sheath. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual evaluation of the returned device had the needle protruding through the outer sheath at 9.5 cm from the distal end of the sheath. Functional evaluation revealed that the needle would not extend and retract since the needle was embedded in the outer sheath. The inner sheath was also found to have multiple kinks in the first few cm from the distal end of the inner hub. The complaint was confirmed; the needle was protruding through the sheath. The issue was noted during preparation and outside the patient, therefore, the most probable root cause classification for the reported failure is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.